Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/16/2016 with the following results. Multiple manual time and date changes by the user observed in black box; pump history only contains information for the following dates: (B)(6) 2007 & (B)(6) 2016. Basal history appears inconsistent due to manual date changes by the user. Pump was tested for delivery accuracy during investigation and was found to be within specifications. No delivery defects found. The pump was put on a basal program of 1u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had been hospitalized with a blood glucose over 250 mg/dl. The reporter was unwilling to provide additional information. The pump was returned to animas and investigated on 8/16/2016. No delivery defects were found. Basal history appeared inconsistent due to manual date changes by the user. Pump was tested for delivery accuracy during investigation and was found to be within specifications. This complaint is being reported as the patient experienced hyperglycemia.